Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off just before entering the injection site. The following information was provided by the initial reporter: "consumer reported that the nano 2nd gen needles bend and break at the injection site. Consumer stated that the needles did not break in the skin but just before entering the injection site. Consumer does not reuse."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off just before entering the injection site. The following information was provided by the initial reporter: "consumer reported that the nano 2nd gen needles bend and break at the injection site. Consumer stated that the needles did not break in the skin but just before entering the injection site. Consumer does not reuse."